Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system shut down during a cataract procedure while switching to chop mode. The anterior chamber collapsed. The procedure was completed with an alternate system. There was no patient harm.

Manufacturer narrative:
Additional information has been provided in d.10, h.6 and h.10. The company service representative examined the system but was unable to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. There is no evidence that the design or manufacturing of the system contributed to the reported event. The manufacturer internal reference number is: (B)(4).